Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 398 mg/dl on (B)(6) 2018. Customer symptoms were nausea, vomiting, abdominal pain and hard breathing. Blood glucose value when admitted to hospital was 398 mg/dl. Customer blood glucose reading for time of the incident was unknown. Customer current blood glucose reading was unknown. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. Customer was treated at the with bolus with injection. Customer was in the hospital for diabetic ketoacidosis. The names of the (B)(6) hospital. The reporter name is (B)(6). The reporter phone number is (B)(6). Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. There was no leak or air bubbles. The drive support condition was not mentioned. Infusion set was changed on (B)(6) 2018. Customer did not perform hp test. Products will not be returning for analysis.